Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 8.1 mmol/l. The customer stated the device is unable to rewind and button not reacting.

Manufacturer narrative:
The insulin pump passed displacement, rewind and basic occlusion test. No rewind anomaly noted. All buttons functioned properly. No damage was found on the keypad assembly noted. Inspected j2 on the lcd connector and no unlocked connector noted. The insulin pump was received with cracked case at the display window corner, minor scratched display window.